Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23july2019. The customer confirmed the reported issue and replaced the inspiratory flow sensor which corrected the issue.

Event description:
The customer reported flow accuracy error. There was no patient or user harm reported.